Event description:
On (B)(6) 2014, the patient contacted animas stating there was an issue with the pump and that she experienced a blood glucose (bg) value from 500mg/dl to a ¿high¿ measurement reading from the meter. The patient reportedly had symptoms of severe thirst, severe urination, severe nausea and severe vomiting. The patient stated she could barely function and was in bed. The issue reportedly started around thanksgiving of last year when the pump first started emitting an occlusion alarm. It was noted at that time, the patient changed the site. In december, the pump reportedly started emitting occlusion alarms again. The patient reportedly changed her site and the occlusion alarms continued. The clinical representative and the educator advised the patient to disconnect from the pump and to contact animas customer technical support (cts) for assistance. It was noted that the pump history indicated that all bolus amounts were performed and did not coincide with the alarms. The patient reportedly never contacted cts for assistance in resolving the issue with pump. The patient reportedly had issues with redness and swelling in a certain area. The patient reportedly avoided using areas that had scar tissue. There were no site/set/ or cartridge issues noted. The patient denied that the cannula was bent or kinked. The issue reportedly was difficult to assess since the reported event occurred about a month ago. The patient reportedly did not feel comfortable using the pump and wanted the pump replaced. Additionally, the patient reportedly has been off the pump since last december. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the allegation that there may have been issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: unrelated to the complaint, the pump has a dim reddish contrast display. Last basal delivery was on (B)(6) 2013@ 01:13am, no further deliveries observed. Black box shows 1hr delivery interruption on (B)(6) 2013 due to a manual suspend. 4hr 30min delivery interruption due to unacknowledged warning on (B)(6) 2013. Several occlusion alarms post force increases are observed. Tdd add up and reflect the basal target. No occlusion alarms occurred during the investigation. The pump reflected 24u after a 24hr on 1u/hr duration test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.